Manufacturer narrative:
(B)(4). The device was manufactured january 21, 2016 ¿ january 22, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and revealed that the flow rate of the device was within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused a solution of fluorouracil. This event occurred during the third therapy cycle. Normal infusion time was 48 hours. Actual infusion time was 8-12 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.